Manufacturer narrative:
Exp date unk as lot is unk. Age of device. Unk as lot is unk. (B)(4) - info was provided the pt was agitated upon waking. (B)(4). Device manufacture date: unk as lot is unk. One device was returned in a used and contaminated condition with the catheter separated from the hub assembly. The catheter flare was intact and did not display any visible thread marks. Per quality control specification, this device is inspected, prior to further processing. A change request added a new flare iron tip with stop to minimize flare size variation in the mfg process. Appropriate design control activities have been completed. The root cause of the separation is unk. Unfortunately, no lot numbers were provided to assist in determining the date of MFR. It is possible that the catheters were exposed to forces above what would be expected under typical circumstances. Additionally, recent tensile testing of similar devices demonstrated that the catheters met all force at break requirements as specified in (B)(4). The appropriate internal personnel have been notified.

Event description:
The info provided to us stated: "pt status post (s/p) heart surgery where a pericardial pigtail catheter was inserted for drainage. Pt woke up and rolled over, placing stress at the area where the flared end of the pigtail catheter is housed within the bullet-shaped plastic end that connects to the christmas tree adapter. The catheter was quickly clamped off, and the physician was informed. The intensivist removed the pigtail catheter and a chest x-ray was obtained. This is reportedly the 3rd time this has occurred recently. However, those events were not reported and product was not saved. The proximal end of the pigtail catheter (that remains outside of the pt) is flared outward, and apparently catches inside of the plastic bullet-shaped housing. When stress or torque is placed the catheter, it breaks free of the housing, and the catheter is then separated from the suction tubing. This cannot be repaired or replaced within the housing, and the catheter must then be clamped and removed." There were no other therapies in use on the pt. Other pertinent info provided states that "the pt was agitated when awake and difficult to control."